Event description:
It was reported by pt that she underwent right hip arthroplasty in 1999. Post-op, as a result of problem with pain, the pt's hip was revised in 2006, where fracture of shell locking tine and polyethylene wear were noted.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation codes: no product or x-rays were returned for review. Device history records indicate the device was manufactured to specification.